Event description:
It was reported that pump displayed malfunction alarm code malf 12, and issue did not resolve even after customer reset pump. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping address, and instructed customer to put malfunctioning pump in storage mode and return it using prepaid label within 10 days; customer was also advised to re-enter pump settings and reconnect continuous glucose monitor on replacement pump and acknowledged all instructions.